Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was obtained: was the needle removed from the patient during the same procedure? Yes what tissue/location was suturing when pull-off occurred? Pulling through the skin please provide the lot number for the involved device. In device comments as it didn¿t pull up leh544 please provide the procedure date. (B)(6) 2021.

Event description:
It was reported that the patient underwent a biopsy procedure on (B)(6) 2021 and the suture was used. During skin closure, the suture pulled out from the swaged end of the needle on the first pass with minimal tension. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/22/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.